Event description:
A cgm error was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with a pump reset, after which the cgm error code did not display again, allowing the customer to successfully start their sensor session.